Event description:
The advocate called for help with customer's contour usb system. She performed a control test during the call and received a result of 44 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.